Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult infusion and inability to aspirate was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter. Light usage residues were observed and the extension set was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, resistance was encountered. The sample was not patent to aspiration. Microscopic inspection of the sample revealed that the flow actuator was missing from the luer orifice. The missing flow actuator resulted in the blood control valve being closed, rather than held open as intended. It is unknown if the flow actuator was omitted during assembly or subsequently became detached from the luer. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿unable to draw back or flush¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed by vad field assurance the following was concluded: the flow actuator was found to be missing from the luer orifice of the catheter causing the inability to aspirate and difficulty to infuse. This condition was caused during the manufacturing process and makes the device unusable for patient¿s treatment. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of reds2515 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient had an ultrasound guided 18 gauge accucath IV placed into right upper arm. Once placed, it would not draw back or flush. It was correctly placed and verified with ultrasound. The IV was removed. Once removed, md tried to flush freely through the catheter and j loop. There was quite a bit of resistance and was also unable to draw back.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds2515 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient had an ultrasound guided 18 gauge accucath IV placed into right upper arm. Once placed, it would not draw back or flush. It was correctly placed and verified with ultrasound. The IV was removed. Once removed, md tried to flush freely through the catheter and j loop. There was quite a bit of resistance and was also unable to draw back.